Manufacturer narrative:
The accounts engineer replaced the power supply to repair the bed.

Event description:
The accounts engineer alleged, he cannot remove the bed from all motor lockout. He opened the bed and found the power supply was full of corrosion and it appeared something was spilled on it.